Manufacturer narrative:
The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Capsule bag tear is identified in the labeling as a known inherent risk of trabecular micro-bypass stent/cataract procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that an anterior capsule rupture occurred intraoperatively in a phakic patient during a standalone implantation attempt of trabecular micro bypass stent system procedure. The surgeon suspects that the injector engaged (touched) the anterior capsule through the incision. Subsequently, the surgeon performed cataract plus trabecular micro bypass stent procedure, and two (2) stents were implanted successfully. According to the surgeon, the reported event was uncharacteristic, and there was no device issue. Additional information has been requested.